Event description:
Patient reported right-side "hardness, capsulated and separated from breast tissue" and "implant removal from textured to smooth due to the concerns of the product". Healthcare professional later confirmed "deflation discovered during explant surgery". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional later reported "plug strap separated". Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.9, h.6

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1 aware date should have been listed as 30jul2024.

Event description:
Patient reported right-side "hardness, capsulated and separated from breast tissue" and "implant removal from textured to smooth due to the concerns of the product". Healthcare professional later confirmed "deflation discovered during explant surgery". Healthcare professional later reported "plug strap separated". Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed two opening assessed as surgical damage. ¿ plug strap separated: observed broken on the plug strap assessed as unidentified (tear) ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. ¿ visibility/ palpability: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease and particle as completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right-side "hardness, capsulated and separated from breast tissue" and "implant removal from textured to smooth due to the concerns of the product". Healthcare professional later confirmed "deflation discovered during explant surgery". Healthcare professional later reported "plug strap separated". Device was explanted.